Manufacturer narrative:
No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: "visual analysis of the returned device identified: crease flat, wear abrasion and delamination in the diaphragm valve. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify delamination and puncture opening on posterior side, consist in the use of some surgical tool. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. A puncture opening on posterior due to surgical damage like."

Event description:
Healthcare professional reported left side deflation. The device has been explanted.